Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected alpha-fetoprotein (afp) result generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate instrument produced a lower result that matched the patient's clinical presentation. The high result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Afp qc was within the customer's established ranges prior to the event and out of range high after the event. Service was dispatched and found that the dilution correction factors for dil-afp were found to be ten times greater than the acceptable range. A definitive root cause has not been determined to date for this event and is still being investigated.